Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Three to four years prior to this report, the pump ¿stopped working¿. Per the patient, the ¿leads kinked up¿. The drug in the pump at the time of the event was not reported; at the time of this report, the pump contained saline. No additional information was provided by the reporter. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.